Event description:
It was reported by the patient's mother that the patient had been in the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 270 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling weak and sick. The patient's mother stated that the pod and the sensor were not pairing so they decided to remove the pod. They also stated there was nothing regarding a specific alert when they checked for alarms and alerts recorded. The patient was treated with insulin, prolonged insulin and intravenous fluids (serum). The patient was released six hours later on the next day (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.